Event description:
The customer contacted the baxter technical service and reported that the pump infused more than programmed.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.